Manufacturer narrative:
Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubing separation and kinking was found before use with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, "it was reported that the needle had activated prematurely and the tubing was kinked at the hub of the butterfly. The safety device was already engaged and a kink that is towards the end of the tubing right at the hub of the butterfly unit."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for pre-activation and damaged tubing with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that tubing separation and kinking was found before use with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, "it was reported that the needle had activated prematurely and the tubing was kinked at the hub of the butterfly. The safety device was already engaged and a kink that is towards the end of the tubing right at the hub of the butterfly unit."